Event description:
It was later reported the right ventricular (rv) lead was explanted and replaced rather than capped as previously reported.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing and non-sustained ventricular tachycardia (nsvt). A review of transmission showed episodes of lead noise. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 5071-35 x2 lead, implanted: (B)(6) 2009. (B)(4).